Manufacturer narrative:
The device was requested for return and a replacement device was sent to the customer. An evaluation of the device confirmed that this complaint is related to an issue in which otherwise fully functioning pumps display a battery missing error notification, which can be caused by repetitive unplugging and plugging when battery is fully charged. This situation can potentially lead to a therapy interruption. The user is notified of such a malfunction via an audible and visual notification and is instructed via the instructions for use to contact their healthcare provider in order to receive a replacement device.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the motion negative pressure wound therapy device was alarming every other minute, even though the dressing was pulled down and the device was always plugged in. The customer reported that there was no serious injury, the patient did not experience wound deterioration and the patient did not require consultation and/or treatment by a medical professional.